Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensed. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. At this time, this s-ICD system remains in use and no additional adverse patient effects were reported.